Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (Other): without a valid part and lot number, the UDI is unavailable. This report is for (2) unknown screw/unknown lot number. The heads of two screws broke off intra-operatively, it was decided to leave the body of the screws shafts in the patient., so device(s) was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: when laying a mhs plate for a fracture of the second meta of right hand, two screw heads diameter 2 and length 11 and 12mm broke. The surgeon decided to leave the body of the screws in order not to do more damage on the fracture because the plate is held by 4 screws instead of 6. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two unknown screws.